Event description:
It was reported that during a gastrectomy procedure that the staples were malformed at one third of the distal part of the staple line. This device was used to make a staple line over the staple line. Add'l suturing was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.